Manufacturer narrative:
(B)(4). The lot number was reported as 15c01093 or 15c01090. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported to have occurred during the use of a one link catheter extension set. This occurred when the customer attempted infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.